Event description:
The customer reported via phone call that their insulin pump would go into threshold suspend mode at night. Customer also reported a no delivery alarm occurring during basal and bolus deliveries. The customer's blood glucose was 320 mg/dl. Troubleshooting found insulin was able to exit during a fixed prime, but the insulin pump alarmed no delivery. It was also found insulin was able to exit with a manual prime. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.